Event description:
It was reported that the patient heard an audible tone from the implantable cardiac defibrillator and thinks that something is going "haywire". The patient also reported that they have received shocks in the past for t-wave oversensing and they "fixed" it but was concerned about inappropriate shocks happening again. Follow-up was conducted to obtain further information. The physician office notes no allegations against the device but did note that they have "turned off the part that shocks him." No further information regarding shocks or t wave oversensing was obtainable. The device and lead remain in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.